Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device previously had a one year remaining longevity then the patient was scheduled for a device replacement. Boston scientific technical services (ts) recommended to contact doctor to discuss this issue and advised to have the device returned for analysis. The device was explanted. No additional adverse patient effects were reported.